Event description:
The customer reported to olympus, the video system center's live video was not displayed during preparation for use. The unspecified procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: h3, h4 and h6. Correction on field: d10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.